Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was implanted after the use by date. The ipg was explanted and replaced due to normal battery depletion. No patient complications have been reported as a result of this event.